Manufacturer narrative:
After additional evaluation, it was found that this MDR was submitted in error. There was no report of serious injury, medical intervention, or reportable device malfunction. This complaint is not MDR reportable and the MDR should be considered canceled.

Event description:
It was reported that prior to use with the bd vacutainer® edta 2k, the tube was cracked. The following information was provided by the initial reporter, translated from japanese: this report is about damaged blood collection tube. A scratch was all around the center of the blood collection tube.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with the bd vacutainer® edta 2k, the tube was cracked. The following information was provided by the initial reporter, translated from japanese: this report is about damaged blood collection tube. A scratch was all around the center of the blood collection tube.